Event description:
It was reported to covidien on 04/13/2009 that a customer had a problem with a feeding tube. The customer reports that the nasogastric tube was unknowingly placed in the right lung of the pt. While the tube was in this position, the pt received tube feeding at 10ml/hr and eventually decompensated, before being made comfort care per his family. The pt expired, and the post mortem exam found the nasogastric tube in the right lung.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.